Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in backup operation remotely via merlin.net. On (B)(6) 2017 the asymptomatic patient transmitted another backup operation alert. A device download was performed and the device was successfully restored. The patient will be followed normally.